Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in-clinic with alerts for non-sustained rv oversensing episodes, intermittent undersensing and oversensing were observed. Programming changes were recommended. The patient was stable before, during, and after the device interrogation and will continue to be monitored.